Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported he felt that the perforator (ID 26221) was dull when making the burr hole, also, when pulling the device from cranium after making a burr hole, it disassembled. All the parts were recovered since the event occurred before craniotomy. No damage to dura mater. A hand drill was used to make the rest of burr holes. The drill used with the perforator is midas stylus. All parts were recovered since the event occurred before craniotomy. According to information provided, it is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole. The patient's condition is unknown.

Manufacturer narrative:
The codman perforator (ID 26221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld." The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.